Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The field service engineer (fse) confirmed the reported problem. The defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failing the exhalation port test. There was no patient involvement. The event date was not specified, estimate used.